Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient started on the pump on (B)(6) 2013. She has been receiving loss of prime warnings, no alarms, no power loss, no change in force or temperature. Customer support (cs) reviewed and found cartridge cap is secure but luer lock is lose. The patient is filling the cannula each time she receives a loss of prime warning, and this has caused her blood glucose (bg) level to drop to 48 mg/dl multiple times. Reporter states that patient gets confused and feels weak and hungry: treats low bg with juice and rechecks and is at target and at times above as they are over treating as patient is so hungry. Cs educated reporter on loss of prime warnings. There is no indication of pump malfunction. This complaint being reported as the experienced hypoglycemia following the use error of filling the cannula with each loss of prime warning.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as contributory to the event.